Event description:
The pt's daughter called to see if the infusion device was working or not. She stated her mother was hospitalized in 2006 with blood sugar readings over 600 mg/dl. The night before the infusion device started giving an (04) occlusion error. She changed the site and tubing 3 times and continued to receive the occlusion error. The next morning (event day), she went to the hosp with symptoms of nausea, frequent urination, extreme thrist, confusion, and exhaustion. At the hosp, she was taken off the infusion device and put on injection therapy. The pt stated her readings are still high event with injections, but they are getting better. Her normal blood glucose readings are about 180 mg/dl. The pt does have a lot of scar tissue. The pt was advised to change the insulin cartridge and insert new batteries into the pump. The pt primed the infusion device and no occlusion error was generated and the infusion device worked properly. No product is being returned for evaluation.